Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient was woken by her spouse as he would tell something was wrong. The cgm displayed 6.4 mmol/l; however, the bg was 6.4 mmol/l. Glucagon was administered by the patient¿s spouse. The patient recovered without additional medication intervention as her blood glucose increased. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Event description:
The cgm displayed 6.4 mmol/l; however, the bg was 2.9 mmol/l.

Manufacturer narrative:
(B)(4).b5: describe event or problem - correction to the following statement in the initial MDR, "the cgm displayed 6.4 mmol/l; however, the bg was 6.4 mmol/l."h2: correction